Manufacturer narrative:
The technician found the siderail end tube was broken and the pivot block and ratchet rivet was missing. The technician replaced the end tube; pivot block and ratchet rivet to repair the stretcher.

Event description:
Information received indicates the right siderail will not stay up.